Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, bacillus spp (3 cfu/100mm) were detected from the suction channel of subject device and no microbe was detected from the other channels. The test result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for klebsiella variicola (>100cfu/100ml). The subject device had been disinfected using non-olympus endoscope reprocessr model wd440 with peracetic acid. There was no report of infection associated with this report.